Event description:
Baxter product surveillance received a report from the home pt's nurse regarding a transfer set that had come apart. The white twist clamp had become separated when torqued to the open position and was free to slide down the tube. It was noted that an occluder foot was missing. During the incident, the white clamp was pushed back to its original position, and twisted to the close. At that time the pt disconnected, but the fluid continued to flow out of the female connector indicating an internal leak and no shut off. The home pt came to the clinic to have the set replaced, and at that time received prophylactic antibiotics (ancef and gentamyacin given intraperitoneal). No pt injury was reported as a result of this incident. The set was first placed in september, so it had been in use for approx 5 months.